Event description:
Pt underwent abdominal surgery to remove an adept-med medical device i.e. A glassman viscera retainer, fish, which contrary to express labeling instructions, was "inadvertently left in their abdomen" during a previous abdominal surgery in either 1974, 1998 or two surgeries in 1999.